Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated. Magnet application did not generate magnet tones (enable magnet mode programmed on).